Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant iis stent graft system was implanted in a patient for the endovascular treatment of a 49mm abdominal aortic aneurysm. It was reported that the bifurcate stent graft (B)(6) was attempted to be inserted via the right femoral artery. There was a lot of resistance, but the physician continued to try and advance the device. It was then considered too difficult to insert due to the resistance and the it was planned to insert the device from the opposite side when removed. However, when the device was removed the tip of the sheath was frayed and the shaft was broken, so it was deemed too dangerous to attempt to implant again. The back-up bifurcate stent graft (B)(6) was then attempted to be inserted instead as it was deemed that it is was possible to be delivered from the opposite side. There was resistance reported when delivering the device, but it was successfully inserted. The stent graft was deployed from below the lower renal artery and the stent graft limb (B)(6) was then implanted on the contralateral side. As (B)(6) was deemed a little long it was planned to perform the implantation while pushing up on the device. It was reported that the marker was lost, and the stent graft was implanted a little higher than expected. The rest of the procedure was then successfully completed with no endoleaks noted. As per the physician the cause of the event was an access issues due to patient vessel morphology. No additional clinical sequala were reported and the patient is fine.